Manufacturer narrative:
Product analysis: the product has not been returned for analysis ,therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the vessel was dilated with a 22 fr dilator. The inline sheath was inserted with some resistance prior to the full capsule entering the patient. The device was removed and the vessel was prepped with a larger (24 fr) dilator. The sheath was advanced with less resistance. The device was fully inserted into the patient under guided fluoroscopy. Prior to crossing the valve, a 30 point drop in systolic blood pressure was reported but remained in the 90's. The valve was implanted and deployed successfully. Approximately five minutes after the delivery catheter system (dcs) was removed from the patient, hypotension was noted. A femoral tear at the puncture site was reported. The patient was intubated and a coda balloon was placed. Chest compressions were initiated to provide pressure support, however the patient continued to have sustainable rhythm during the entire event. An attempt to place a stent was unsuccessful. Therefore the femoral artery was exposed and the access site tear was closed with a suture. The balloon was deflated the blood pressure stabilized. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.